Event description:
During the removal of the temporary wire transfer for pacemaker via right internal jugular vein, the tip of the wire (with about 1.5cm of catheter) broke off and was retained just outside the sheath (as seen per fluoroscopy) but inside the attachment between the sheath and the sterile cover. The anesthesiologist that was pulling out the device deflated the balloon prior (and confirmed when fully removed) and did not feel a lot of resistance during pull back. We are unsure if it could potentially embolize. Doctors removed the sheath under fluoroscopy to ensure the tip went with it, and it did. This occurred within the first 24 hours that the device was in use on the patient.what was the original intended procedure?insertion of temporary transvenous pacemaker via right internal jugular vein under fluoroscopy.device #1is this a laboratory device or laboratory test?no.